Manufacturer narrative:
Feb 4, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report could not be interrogated upon scheduled follow up. However, normal magnet operation was observed. This behaviour was observed during interrogation attempts performed on (B)(6) 2011 and (B)(6) 2011. Three different programmers were used, without success. All the programming head leds were on (telemetry indicator); however, the message "telemetry error: try repositioning the head." Was displayed. This pt reportedly undergone a CT scan (on the abdominal area) in (B)(6) 2010. The device is scheduled to be explanted on (B)(6) 2011.